Event description:
It was reported that the patient presented to a health care facility after reporting receiving shock therapy. Subsequently, the device was interrogated and the patient was evaluated. Upon review, it was determined that the shock was inappropriate with several untreated episodes stored within the device. Additionally, review of stored episodes revealed noise. Technical services (ts) was consulted and provided troubleshooting options. Ultimately, the device was reprogrammed and the patient was sent home. The patient was then seen in clinic for further evaluation where device optimization and reprogramming occurred. No adverse patient effects have been reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.